Manufacturer narrative:
Correction g1 manufacturing site name, address, and fax number were inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in the EU had a 5.5 pump support ongoing for just under 24 days when the pump stopped. The team attempted to troubleshoot by aic replacement, but when this failed, the pump was explanted.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.